Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports blisters and bloodied skin under the mass. Her doctor prescribed dermovate cream 0.05% twice a day on affected skin in between barrier changes. Doctor did not want product to be discontinued.